Manufacturer narrative:
A batch record review of lot c901 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, occlusion patient alarm, clot observed, and leak centrifuge alarm. No trends were detected for complaint categories, occlusion patient alarm, clot observed, and leak centrifuge alarm. No capas were initiated for either of these complaint categories. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report an occlusion patient alarm. The customer found clots in the patient line. While the customer checked the occlusion patient alarm, a leak centrifuge alarm occurred. The leak centrifuge occurred during the buffy coat collection in cycle one after approximately 200 ml whole blood processed. The customer found a leak at the centrifuge bowl rotation seal. The customer aborted the treatment and discarded the volume in the kit which was about 200 mls. The responsible physician decided to start a new treatment with a new kit. The new treatment was performed without any problems or alarms. The patient was reported to be in stable condition. No service order was generated. The kit was discarded and no photos were available for evaluation.